Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient was using the external device for the treatment of bladder issues. They were no longer going through a trial, but were reporting historical information regarding their trial. The reason for the call was that the first day of the trial worked well, but the next two days were worse. The patient stated the doctor ended up telling them that their leads came loose. This happened at the end of (B)(6) 2020. The patient was redirected to their healthcare provider to further address the issue.